Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, it was reported that a recoverable fault repeatedly occurred on one of the system arms during setup. Intuitive surgical, inc. (Isi) technical support engineer (tse) identified recurring error messages related to the arm and instructed the site to power down the system, exercise the arm, and perform a hard power cycle, but the issue persisted. The possibility of completing the procedure with three arms was discussed when no spare controller was available. Later, a follow-up call was made to inquire about the status of service, as the team expressed concern about upcoming scheduled cases. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was aborted to another dv system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer stated that the procedure was an hysterectomy. Ports were not placed, and the surgeon did not have to discontinue use of the arm. The procedure was completed, but on a different system. Patient demographics not provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Error 32098 was confirmed during field evaluation, pointing to the universal surgical manipulator (usm) 1. The fse replaced the usm1 to correct the problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm1 was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a known good system where 32098 was triggered, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing passed within specification. As a result of these findings, failure analysis concluded that the axes controller, arm (aca) board was the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which as of 11-dec-2025, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site's system logs was performed by a post market quality engineer for the reported procedure date of 01-dec-2025 on system sk2121. Investigation revealed the following possible related errors: 23076 - an illegal hall sensor state was detected on usm1, axis 1. 32098 - blmc (brushless motor controller) error occurred, reported by aca in arm1 usm. The results of the log review were consistent with the customer-reported event and align with the reported event date. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. Device history record (DHR) review for the device(s) involved with the reported event was not performed, as the applicable product is a system component that has been serviced post-manufacture.